Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, device malposition, embolization of the valve and aortic insufficiency. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, procedural factors appear to have contributed to this event. Per report, upon deployment of the valve the flex catheter was not pulled back causing the valve to push into the ventricle. The thv training guide instructs the operator/physician to retract the flex catheter prior to valve deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards territory manager, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the 23mm sapien valve embolized into the ventricle. The patient was converted to open heart surgery and received a 23mm magna valve. The patient was reported as doing well after the procedure. Per the report, appropriate co-planar view was attained. Surgical cut-down was performed on the left side of the patient. A balloon valvuloplasty (bav) with contrast was performed using a 22mmx5mm numed. There was no contrast around the balloon into the ventricle therefore a 23mm sapien valve was selected. Upon deployment of the valve, the flex catheter was not pulled back causing the valve to push into the left ventricular outflow tract (lvot). The valve was stabilized by the extra stiff wire and the patient was transported in stable condition to the operating room for surgical valve replacement. The perceived cause of this event was attributed to the flex catheter not being pulled back prior to deployment. Additional information: there was no ventricular septal hypertrophy. The aortic valve/leaflet calcification was described as severe and the aortic root calcification was moderate. Mitral annular calcification was described as mild. The image intensifier angle was and coaxial alignment of the valve and delivery system was described as good. During valve deployment ventilation was held and there was no loss of pacing capture. Pre-deployment the valve was positioned 50:50. This patient's ejection fraction was 25-30 percent.